Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were visited to emergency room twice on unknown dates due to unknown reason with unknown blood glucose level. Customer stated that they concussed multiple times from falling from two seizures related to constant, unpredictable, low blood sugars, neurological problems were ruled out by multiple magnetic resonance imaging studies and other related tests. Customer received too much insulin from the insulin pump and multiple incidents with multiple insulin pumps. The insulin pump will not be returned for analysis.